Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient experienced a palm sized, warm, firm, and painful erythematous area that developed at the lower central abdominal injection site on (B)(6) 2026. On (B)(6) 2026, the patient was diagnosed with erysipelas and was started on oral augmentin duo for treatment. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.